Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pump module keeps alarming for occlusion and "after investigation and swapping channels," the user determined that the issue appears to be on the pump. There was patient involvement but no harm.

Event description:
It was reported that the pump module keeps alarming for occlusion and "after investigation and swapping channels," the user determined that the issue appears to be on the pump. There was patient involvement but no harm.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device eval by manufacturer? Annex a: a0709, a1801, annex b: b01, b14, annex c: c02, c0601, annex d: d02, d15, annex g: g0301204, g04088. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device presenting of the device continuously alarming patient side occlusion was confirmed during testing and a review of the device logs. Functional testing found that the pump would get ¿stuck¿ alarming patient side occlusion after a first-time occlusion event. Pressure sensor malfunction product analysis procedure on suspect pump module showed that the device had a faulty patient side pressure sensor, asm analog sensors test results showed that the patient side pressure sensor would stay at around 0.85 volts when not pressed, upon gently applying pressure the sensor would rise to 4.9 volts but wouldn¿t return to 0.85 to 0.9 volts as expected when released, getting ¿stuck¿ at 4.9 volts confirming that the sensor is defective. A review of the device error log observed no errors. A review of the device event log showed that last infusion programmed was on 26jul2025 at 9:04 pm with the following infusion parameters: rate=6 ml/h; volume to be infused (vtbi)=90 ml. On 27jul2025, from 9:40 am to 9:51 am the unit alarmed occluded patient side eight (8) times. At 9:54 am the user channeled off the unit. The alaris user manual (v12.3.2) states not to use a device with any damage. Send it to biomedical engineering for repair. Internal and external inspection of the pump module found no irregularities. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6) (wo: (B)(4)) please replace patient side pressure sensor. Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of the device continuously alarming patient side occlusion is attributed to a faulty patient side pressure sensor on the returned suspect pump module. Test results showed that the patient side pressure sensor was defective and would get ¿stuck¿ at high rail voltage when pressed causing a constant patient side occlusion alarm after an initial pressure exerted on the sensor. Note that imdrf annex a1801, c0601, d15, g04088 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.